Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Device was returned due to patient expired. As received the device was in normal range of operation and no anomalies were noted. Electrical, longevity, and visual analysis was normal with no anomalies found.